Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified "av" of right coronary artery (rca). An unspecified stent had already been implanted at the bifurcation area in av of rca. The 2.50mm x 32mm promus element plus stent was intended to be advanced to the distal side of the implanted stent. The promus element plus was able to be advanced inside the implanted stent, but was not able to reach the target lesion after several attempts. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed using a 2.5mm x 28mm non bsc stent. No patient complications were noted and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the centre. Struts at various rows were pushed distally and bunched up towards the centre of the stent. This type of damage is consistent with the stent meeting resistance upon withdrawal. There were several kinks in the inner and outer lumens approximately 11cm from the tip. This damage is consistent with damage caused by clamping the device. The hypotube was kinked at various locations along its length and particularly in the section close to the manifold. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified "av" of right coronary artery (rca). An unspecified stent had already been implanted at the bifurcation area in av of rca. The 2.50mm x 32mm promus element plus stent was intended to be advanced to the distal side of the implanted stent. The promus element plus was able to be advanced inside the implanted stent, but was not able to reach the target lesion after several attempts. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed using a 2.5mm x 28mm non bsc stent. No patient complications were noted and the patient's status was good.